Manufacturer narrative:
(B)(4).

Event description:
During a revascularization, 2 in.pact admiral paclitaxel-eluting pta balloon catheters to treat r1. Approximately 9 months post index procedure; the patient had stenosis of r1 and was treated with non mdt balloons. The outcome is resolved.

Manufacturer narrative:
The previously reported stenosis of the right sfa which occurred one year and four months post index procedure was treated with with non-medtronic pta ballooning only of the target lesion.

Manufacturer narrative:
The patient was also treated for stenosis of r1 with non mdt stent on the previously reported revascularization 1 year and 4 months post index procedure.